Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, coating of the insertion tube peeled off, water tightness not maintained due to holes in insertion tube, adhesive part of the objective lens has come off, adhesive part of the lighting lens came off, flexible tube of the insertion section crushed, water tightness of the operating part not maintained, mark peeling of the operation part, curved rubber adhesive missing, scratches found on the eyepiece, scratches found on the grip, scratches on angle lever, scratches are found on the vent metal under the grip, and scratches found on the fixed ring. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for a tracheal intubation fiberscope insertion section coating peeling. Upon inspection and testing of the customer returned device, coating of the scope insertion guide serpentine was found peeling off. (1-2mm or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.